Event description:
The lead was implanted on (B)(6) 2019 and was capped on (B)(6) 2019 due to a suspected lead fracture because of worsening lead measurements and high pacing thresholds and low impedance. This is similar to events MDR 2183787-2019-00112.